Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - additional phone: (B)(6) e3: occupation = "team lead". This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an arteriogram of the lower extremity with endovascular treatment, a flexor raabe guiding sheath unraveled, and the sheath material separated. Access was obtained in the left groin for contralateral access to the right leg. The sheath material began to unravel and separate nearly mid-way down the shaft, closer to the hub; however, the device remained intact, held together by unraveled coils. Interventional measures, including use of another manufacturer¿s balloon, were used to remove the sheath; however, the details of the interventional measures are unknown. The patient was discharged to home, without prolonged hospitalization, with a good outcome. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during an arteriogram of the lower extremity with endovascular treatment, a flexor raabe guiding sheath unraveled, and the sheath material separated. Access was obtained in the left groin for contralateral access to the right leg. The sheath material began to unravel and separate nearly mid-way down the shaft, closer to the hub; however, the device remained intact, held together by unraveled coils. Interventional measures, including use of another manufacturer¿s balloon, were used to remove the sheath; however, the details of the interventional measures are unknown. The patient was discharged to home, without prolonged hospitalization, with a good outcome. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received 21feb2024 stating that the sheath broke during removal of the sheath. Resistance was felt during removal as well as insertion of the device. The dilator was reinserted prior to removal of the sheath and a wire guide/and or other device was in the lumen of the sheath when separation occurred. Resistance was not felt during insertion or removal of any device through the sheath. The access site was scarred, however the patient' s anatomy was not stenosed, tortuous, or calcified. The bifurcation angle was not steep/acute and/or calcified. Other manufacturer's wires, balloons, stent, and atherectomy system were used during the procedure. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was unraveled and held together by the inner coils. Bunching of the sheath material was noted at approximately 14-centimeters from the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. " a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The dilator was reinserted prior to removal of the sheath, as instructed in the IFU; however, the sheath unraveled upon removal. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: b5, d9, d10, h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 21feb2024 stating that the sheath broke during removal of the sheath. Resistance was felt during removal as well as insertion of the device. The dilator was reinserted prior to removal of the sheath and a wire guide/and or other device was in the lumen of the sheath when separation occurred. Resistance was not felt during insertion or removal of any device through the sheath. The access site was scarred, however the patient' s anatomy was not stenosed, tortuous, or calcified. The bifurcation angle was not steep/acute and/or calcified. Other manufacturer's wires, balloons, stent, and atherectomy system were used during the procedure.